Event description:
A customer reported that the unit of measurement setting of their freestyle mini meter changed. The customer observed an error 4 message and low battery icon. The calibration code stored in the meter changed to 18. The meter is one where the customer could inadvertently change the units of measurement; however, it appears from the info that the meter has very likely suffered from the memory overwrite issue causing the units to change to mg/dl.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.